Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. First, it was reported that error 182: electrode impedance too high, appeared on the ngen rf generator. Prior to calling the cable was exchanged with a new, non-reprocessed cable without resolution. Confirmed two indifferent electrodes were in use with good patient skin contact. A baylis device was used prior to this without issue; however, ngen was not connected. The catheter was exchanged with another catheter from a different lot. The error returned. When they rebooted the ngen system, this resolved the error, and the case was continued successfully. Additional information was received. It was reported that the error returned, each time they had to reboot the generator. There was no piu to console radiofrequency (rf) cable to exchange. The impedance cut-off value was not exceeded. There was inability to come on ablation. After the procedure and after the patient left the electrophysiology (ep) lab, it was reported to the physician by another physician that the patient developed tamponade. The detail about the tamponade is unknown (i.e., how it was discovered or if the patient was symptomatic). The patient was being prepared for the pericardiocentesis at the time of the call. They were on the way back to the ep lab. Patient status was unknown. The issue could have been caused by the difficult transseptal procedure or the steam pop that occurred during cavotricuspid isthmus (cti) line ablation in the right atrium (ra). The patient fully recovered; however, patient required extended hospitalization for monitoring.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31277226l, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).